Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the incident. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the customer understood and acknowledged.